Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up will be submitted with all relevant information.

Event description:
Device issue: shaft separation. Time of issue: prior to use. Adverse event: none. It was reported that prior to inserting the device into the patient, the shaft separated. The procedure was completed successfully using another stent of an unknown type. No patient effects. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.